Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that eight hours post implant, the right atrial lead became dislodged which resulted in diaphragmatic stimulation. The lead was explanted and replaced without complication. The patient was doing well and would continue to be monitored.